Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient received a patient notification for high, out of range, high voltage lead impedance. Review of session records reveal a single out of range measurement. The lead will continue to be monitored. Patient condition is stable.